Manufacturer narrative:
No lot number or product number has been provided. Therefore, quality control testing could not be performed to determine if it was a nonconforming product. This event type will be monitored and trended to determine if additional action is necessary.

Event description:
Medwatch report: mw5157252 received indicating "dermatologic infection/allergic reaction to exofin used on puncture site for watchman procedure leading to delayed healing response in 4 patients. Ref reports: mw5157253, mw5157254, mw5157255."